Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient had an unexpected refractive outcome. The surgeon stated that he plans on implanting a piggyback lens to address the event. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause could not be determined due to insufficient information. Additional information was requested on 08/29/2012 and 09/05/2012 by phone, fax, and mail. (B)(4).